Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was assumed that the image did not appear because unexpected stress was applied to the ccd unit or the cable unit due to user handling and they failed. The above device handling has warned in the instruction manual as follows. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the instrument. Never excessively bend, pull, twist, coil, squeeze or apply a crushing force to the camera cable. The camera cable could become damaged.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the orthopaedic surgery, the endoscopic image of the subject device was not displayed. The user completed the procedure with the subject device. There was no report of patient injury associated with the event.